Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Do not fit the brush properly¿ one would not go down on the brush and the other is lose on the brush ¿ oral-b [device connection issue]. Brush head keeps coming of while using - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the brush head do not fit the brush properly. One would not go down on the brush and the other is loose on the brush and keeps coming off while using. No injury was reported.

Manufacturer narrative:
On 15-aug-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Do not fit the brush properly¿ one would not go down on the brush and the other is lose on the brush ¿ oral-b [device connection issue] brush head keeps coming of while using - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the brush head do not fit the brush properly. One would not go down on the brush and the other is loose on the brush and keeps coming off while using. No injury was reported. Follow up: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.